Event description:
Edwards received notification from italy that a valve model 7300tfx27 implanted in the mitral position was explanted after an implant duration of five (5) years due to degeneration.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx27 implanted in the mitral position was explanted from an 82-year-old patient after an implant duration of five (5) years due to degeneration. The patient presented with heart failure. Another valve of unknown model was implanted in replacement with no reported complications. The patient was noted as to be discharged home.

Manufacturer narrative:
B5, event problem, h6 (device code, clinical code). Additional information: a1, a2, a3 (patient information) and d9 (device availability). H3 evaluation summary: customer report of degeneration was confirmed through observed calcification. X-ray demonstrated wireform was bent inwards at commissure 2 and heavy calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the leaflet and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the outflow aspect and approximately 4mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Additional manufacturer narrative. The device history records review was performed and there were no related non-conformances related with the event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Corrected data: h6: (type of investigation, investigation finding, and investigation conclusion). Additional manufacturer narrative: calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.